Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR# 2134265-2011-03163 and 2134265-2011-03164 . It was reported that during a stenting treatment procedure, a shaft break occurred. The target lesion was located in the very tortuous right coronary artery (rca). At an unknown time, a number of promus and taxus express2 stents were implanted. In july 2011, the patient returned to the cath lab and restenosis was observed. The restenosed lesion was predilated with a cutting balloon. Next, a 12x3.0mm ion stent delivery system (sds) was advanced and the shaft broke. It was removed without incident. A 3.5x20mm ion sds was advanced but did not cross. The physician completed with procedure with a cutting balloon but it was not re-stented. No additional patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed a break in the hypotube. There was contrast visible in the inflation lumen. The balloon was tightly folded with the stent secure between the markerbands. The hypotube was fractured 100 cm from the guide wire exit notch. The portion of the device proximal to the fracture (including the hub and a length of the hypotube) was not returned. The fracture faces were oval shaped, as if kinked prior to separation, and the material was jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). There was a kink in the hypotube 1.5 cm from the fracture. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR# 2134265-2011-03163 and 2134265-2011-03164. It was reported that during a stenting treatment procedure, a shaft break occurred. The target lesion was located in the very tortuous right coronary artery (rca). At an unknown time, a number of promus and taxus express2 stents were implanted. In (B)(6) 2011, the patient returned to the cath lab and restenosis was observed. The restenosed lesion was predilated with a cutting balloon. Next, a 12x3.0mm ion stent delivery system (sds) was advanced and the shaft broke. It was removed without incident. A 3.5x20mm ion sds was advanced but did not cross. The physician completed with procedure with a cutting balloon but it was not re-stented. No additional patient complications were reported and the patient's status is fine.